Event description:
It was reported that the customer experienced a blood glucose (bg) level ranged from 50-400 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.